Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro laa closure device & delivery system (wds) was implanted on (B)(6) 2025. The patient was discharged. During a routine 45 day follow up the physician noticed that the closure device was not present in the laa. It was found that the closure device had migrated to the abdominal aorta. The closure device was retrieved with a non-boston scientific (bsc) retrieval system and the patient was discharged the following day. There were no patient complications.